Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:FDA-2014-n·0736-2344) on 04-nov-2015. The most recent information was received on 27-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), genital haemorrhage ("bleeding"), loss of consciousness ("black outs"), urinary tract infection ("chronic utis"), vaginal haemorrhage ("constant spotting"), pelvic pain ("sharp and stabbing pelvic pain"), cranial nerve disorder ("cranial nerve disorder"), peritonitis ("peritonitis"), the second episode of cystitis interstitial ("interstitial cystitis") and bipolar disorder ("bipolar disorder") in a 35-year-old female patient who had essure (batch no. 880438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid cancer, depression, anxiety, gravida I, live birth in 1998, vaginal discharge, vaginitis bacterial, sleep apnea, neck injury, back injury, pap smear abnormal, kidney stone (kidney stone removed) in 1998, breast reduction in 2003, non-tobacco user, myalgia, urination pain, fainting and hematuria. Previously administered products included for an unreported indication: yaz from 2008 to 2011, orthotricycle from 2008 to 2011, yasmin from 2008 to 2011 and nuva ring in 2007. Concurrent conditions included thyroid cancer (she was hospitalized from app. 2010 -2014 for thyroid cancer & migraines & bladder instillations.), occipital neuralgia and attention deficit/hyperactivity disorder. Family history included colon cancer (father), hypertension (mother, sister) and diabetes mellitus (mother, sister). Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and infection ("infection"). In 2012, the patient experienced abdominal pain lower ("severe and persistent cramping / lower abdominal pain (stabbing, pains, cramping)") and allergy to metals ("allergic to non stainless steel jewelry now / allergy to earrings/ allergy to nickel"). In 2016, the patient experienced epstein-barr viraemia ("epstein-barr viraemia"). On an unknown date, error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 10282 the patient was treated with diazepam (valium), duloxetine hydrochloride (cymbalta), colecalciferol (vitamin d), gabapentin, diclofenac, lorazepam, oxybutynin, spironolactone, phenazopyridine hydrochloride (pyridium), levothyroxine sodium (levothyroxin), obetrol (adderall), ibuprofen, ziprasidone, aripiprazole, ciprofloxacin, minocycline, prochlorperazine edisylate (compazine), surgery (she had hysterectomy to remove the device), surgery (surgery every 1 to 1.5 years for for holners ulcers) and surgery (medicals, cath procedure, 2 surgical procedures on bladder.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, loss of consciousness, urinary tract infection, vaginal haemorrhage, pelvic pain, malaise, pain, vitamin d deficiency, magnesium deficiency, blood sodium decreased, back pain, endometriosis, dyspepsia, flatulence, constipation, abdominal pain upper, fatigue, myalgia, fibromyalgia, acne, obesity, hot flush, premenstrual syndrome, night sweats, loss of libido, pollakiuria, breast tenderness, cardiac flutter, arthralgia, pain in extremity, neck pain, nausea, paraesthesia, neuralgia, feeling abnormal, amnesia, panic attack, mood swings, chronic fatigue syndrome, multiple allergies, cyst, peripheral swelling, insomnia, hyperhidrosis, feeling cold, plantar fasciitis, inadequate lubrication, cranial nerve disorder, amenorrhoea, ovulation pain, anorgasmia, dry skin, rash, folliculitis, disturbance in attention, hypertension, hypoglycaemia, lymphadenopathy, depressed mood, emotional disorder, infection, the last episode of menstrual disorder, the last episode of metrorrhagia, periodontitis, the last episode of cystitis interstitial, the last episode of drug hypersensitivity, allergy to metals, blood urine present, gastrointestinal disorder, ageusia, memory impairment, external ear inflammation and epstein-barr viraemia outcome was unknown, the depression, migraine, anxiety, abdominal pain lower and bipolar disorder had not resolved, the polycystic ovaries, dyspareunia, coital bleeding and acne cystic was resolving and the abdominal distension, pruritus, dysgeusia, dizziness, tinnitus, peritonitis, dysmenorrhoea, adenomyosis, formication and hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, acne cystic, adenomyosis, ageusia, allergy to metals, amenorrhoea, amnesia, anorgasmia, anxiety, arthralgia, back pain, bipolar disorder, blood sodium decreased, blood urine present, breast tenderness, cardiac flutter, chronic fatigue syndrome, coital bleeding, constipation, cranial nerve disorder, cyst, depressed mood, depression, disturbance in attention, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, emotional disorder, endometriosis, epstein-barr viraemia, external ear inflammation, fatigue, feeling abnormal, feeling cold, fibromyalgia, flatulence, folliculitis, formication, gastrointestinal disorder, genital haemorrhage, hot flush, hyperhidrosis, hypertension, hypoaesthesia, hypoglycaemia, inadequate lubrication, infection, insomnia, loss of consciousness, loss of libido, lymphadenopathy, magnesium deficiency, malaise, memory impairment, menorrhagia, migraine, mood swings, multiple allergies, myalgia, nausea, neck pain, neuralgia, night sweats, obesity, ovulation pain, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, periodontitis, peripheral swelling, peritonitis, plantar fasciitis, pollakiuria, polycystic ovaries, premenstrual syndrome, pruritus, rash, tinnitus, urinary tract infection, uterine perforation, vaginal haemorrhage, vitamin d deficiency, the first episode of cystitis interstitial, the first episode of drug hypersensitivity, the first episode of menstrual disorder, the first episode of metrorrhagia, the second episode of cystitis interstitial, the second episode of drug hypersensitivity, the second episode of menstrual disorder and the second episode of metrorrhagia to be related to essure. The reporter commented: on (B)(6) 2010 and (B)(6) 2011, she had thyroid surgery for thyroid cancer. She reported that she had post birth bleeding due to episiotomy, gyn issues (app. 2006-2015), gyn issues ((B)(6) 2015 to present). In sometime in 2015, she had allergic to nickel or any other component of essure her ears would hurt, get red and swollen. Her current weight was 215 and approximate weight at the time of essure placement was 180. She had bladder instillations, meds, surgery every 1 to 1.5 years for holners ulcers (ic), tens unit, ice packs for adenomyosis, pelvic pain and interstitial cystitis. She had medications, physical therapy fibromyalgia for fibromyalgia, otc meds, catheter, procedures, hyst for lower abdominal pain (stabbing, pains, cramping), migraines/head pain. It was reported that she had mental anguish and pain suffering due to her injuries. Diagnostic results: on (B)(6) 2010, she had gyn cytology report shows that epithelial cell abnormality-squamous: asc-us, atypical squamous cells-uncertain significance. On (B)(6) 2012, she had hysterosalpingogram it shows that the right and left essure micro insert devices are in good position and appear occluded and non persistent rounded filling defects in the uterus, consistent with gas probable artifact. On (B)(6) 2013, she had ultrasound of the pelvis using transabdominal and transvaginal technique shows that transvagina1 examination was performed for closer evaluation of the adnexa the uterus measures 3.9 x 4.9 x 9.2 cm endometrial echo was 5 mm, which was within normal limits. Right ovary measures 3.5 x 2 x 2.7 cm. The left ovary measures 31 x 22 x 2.4 cm. Incidental note of a 1 cm cystic structure in the cul-de-sac posterior to the uterus. Negative sonographic examination or the pelvis as described above. On (B)(6) 2015, she had x ray of foot that had mild bunion deformity and degenerative changes of first mtp joint, unchanged from prior exam. On (B)(6) 2017, MRI examination of the cervical spine, without contrast shows that degenerative spondylosis once again demonstrated. Suggestion of at least slight interval progression, such as c5-6. Straightening of the mid/lower cervical lordosis once again seen. Concerning the injuries reported in this case the following one/onces were described in patient's social media: interstitial cystitis, fibromyalsia, pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation received. Added FDA evaluation codes, essure's manufacturer and expiration date and product technical complaint reference number. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), cranial nerve disorder ('cranial nerve disorder'), peritonitis ('peritonitis') and multiple episodes of cystitis interstitial ('interstitial cystitis') in a 35-year-old female patient who had essure (batch no. 880438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2003, live birth in 1998, kidney stone (kidney stone removed) in 1998, thyroid cancer, depression, anxiety, gravida I, vaginal discharge, vaginitis bacterial, sleep apnea, neck injury, back injury, pap smear abnormal, non-tobacco user, myalgia, urination pain, fainting and hematuria. Previously administered products included for an unreported indication: yaz from 2008 to 2011, orthotricycle from 2008 to 2011, yasmin from 2008 to 2011 and nuva ring. Concurrent conditions included thyroid cancer (she was hospitalized from app. 2010 -2014 for thyroid cancer & migraines & bladder instillations.), occipital neuralgia and attention deficit/hyperactivity disorder. Family history included colon cancer (father), hypertension (mother, sister) and diabetes mellitus (mother, sister). Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and infection ("infection"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and memory impairment ("memory issues"), 5 months 9 days after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraines/ increased migraines") and dizziness ("dizziness"). In 2012, the patient experienced lymphadenopathy ("swollen glands"), abdominal pain lower ("severe and persistent cramping / lower abdominal pain (stabbing, pains, cramping)") and allergy to metals ("allergic to non stainless steel jewelry now / allergy to earrings/ allergy to nickel"). In 2013, the patient experienced dyspepsia ("heart burn") and periodontitis ("periodontitis"). On (B)(6) 2014, the patient experienced the first episode of menstrual disorder ("abnormal periods period stops for months"), abdominal pain upper ("severe stomach cramps with gas"), loss of libido ("loss of libido / no libido at all"), breast tenderness ("breast tenderness") and anorgasmia ("unable to orgasm / unable to orgasm now"). On (B)(6) 2014, the patient experienced the first episode of cystitis interstitial ("interstitial cystitis") and was found to have blood urine present ("blood in urine"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2015, the patient experienced depression ("aggrevated depression/ increased depression"), constipation ("constipation"), anxiety ("anxiety/ increased anxiety of current anxiety disorder/ anxiety/ mental anguish and pain"), gastrointestinal disorder ("gi (gastrointestinal) issues") and bipolar disorder ("bipolar disorder"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). In 2016, the patient experienced pruritus ("itching dry rash skin, itching at bedtime / itching"), chronic fatigue syndrome ("chronic fatigue syndrome"), epstein-barr viraemia ("epstein-barr viraemia"), formication ("skin crawlies") and hypoaesthesia ("numbness in feet and hands"). On an unknown date, the patient experienced pelvic pain ("sharp and stabbing pelvic pain"), loss of consciousness ("black outs"), urinary tract infection ("chronic utis"), vaginal haemorrhage ("constant spotting"), pain ("horrible pain/ pain"), magnesium deficiency ("magnesium deficiency"), malaise ("horribly ill person"), back pain ("chronic lower back pain"), polycystic ovaries ("pcos-systematic"), endometriosis ("posslble endometriosis"), flatulence ("gas"), fatigue ("chronic fatigue /chronic fatigue syndrome"), myalgia ("myalgia"), acne ("acne vulgaris including her behind"), obesity ("obesity"), menorrhagia ("period then was heavy, long menstrual cycles"), hot flush ("hot flash"), premenstrual syndrome ("painful horrible pms"), night sweats ("night sweats"), dyspareunia ("painful intercourse / painful sex"), pollakiuria ("frequent urination"), abdominal distension ("bloating"), cardiac flutter ("spasms fluttering"), arthralgia ("joint pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), nausea ("nausea"), dysgeusia ("metallic taste in mouth / metal taste"), paraesthesia ("tingling in extremites"), neuralgia ("nerve pain"), feeling abnormal ("brain fog - lack of concentration"), amnesia ("no memory"), panic attack ("panic attacks"), mood swings ("mood swings"), tinnitus ("ring in the ears / ringing in ear"), multiple allergies ("heightened allergies to everything including new medications"), cyst ("cyst and boils on face"), peripheral swelling ("swelling of legs and feet"), insomnia ("insomnia"), hyperhidrosis ("excessive sweating,"), feeling cold ("cold spells"), plantar fasciitis ("planters faciltls"), inadequate lubrication ("extreme dryness during sexual intercourse"), cranial nerve disorder (seriousness criterion medically significant), amenorrhoea ("period stops for months"), ovulation pain ("painful horrible ovulation"), dry skin ("dry skin"), rash ("rash skin"), folliculitis ("folliculitis"), disturbance in attention ("lack of concentration"), hypertension ("high blood pressure"), hypoglycaemia ("hypoglycemia"), the first episode of drug hypersensitivity ("allergy to medications"), peritonitis (seriousness criterion medically significant), depressed mood ("sad"), emotional disorder ("emotional"), dysmenorrhoea ("painful periods"), coital bleeding ("pain and bleeding during sex"), bleeding intermenstrual ("bleeding between periods"), acne cystic ("cystitis acne"), the second episode of menstrual disorder ("abnormal periods"), bleeding breakthrough ("breakthrough bleeding"), the second episode of cystitis interstitial (seriousness criterion medically significant), the second episode of drug hypersensitivity ("new medication allergies"), ageusia ("loss of taste (metallic)"), external ear inflammation ("her ears would hurt, get red and swollen") and blepharospasm ("left eye lid has been twitching") and was found to have blood sodium decreased ("low sodium"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amlodipine, aripiprazole, aripiprazole (abilify), ciprofloxacin, diazepam (valium), diclofenac, duloxetine hydrochloride (cymbalta), gabapentin, ibuprofen, levothyroxine sodium (levothyroxin), lorazepam, meloxicam, metformin, minocycline, olanzapine (zyprexa), omeprazole, oxybutynin, phenazopyridine hydrochloride (pyridium), pregabalin (lyrica), prochlorperazine, propranolol (propanolol), spironolactone, vitamin d nos (vitamin d), ziprasidone, and surgery (medicals, cath procedure, 2 surgical procedures on bladder., she had hysterectomy to remove the device and surgery every 1 to 1.5 years for for holners ulcers). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, loss of consciousness, urinary tract infection, vaginal haemorrhage, pain, vitamin d deficiency, magnesium deficiency, malaise, blood sodium decreased, back pain, endometriosis, dyspepsia, flatulence, constipation, abdominal pain upper, fatigue, myalgia, fibromyalgia, acne, obesity, hot flush, premenstrual syndrome, night sweats, loss of libido, pollakiuria, breast tenderness, cardiac flutter, arthralgia, pain in extremity, neck pain, nausea, paraesthesia, neuralgia, feeling abnormal, amnesia, panic attack, mood swings, chronic fatigue syndrome, multiple allergies, cyst, peripheral swelling, insomnia, hyperhidrosis, feeling cold, plantar fasciitis, inadequate lubrication, cranial nerve disorder, amenorrhoea, ovulation pain, anorgasmia, dry skin, rash, folliculitis, disturbance in attention, hypertension, hypoglycaemia, epstein-barr viraemia, lymphadenopathy, depressed mood, emotional disorder, infection, bleeding intermenstrual, the last episode of menstrual disorder, bleeding breakthrough, periodontitis, the last episode of cystitis interstitial, the last episode of drug hypersensitivity, allergy to metals, blood urine present, gastrointestinal disorder, ageusia, memory impairment, external ear inflammation and blepharospasm outcome was unknown, the depression, migraine, anxiety, abdominal pain lower and bipolar disorder had not resolved, the polycystic ovaries, dyspareunia, coital bleeding and acne cystic was resolving and the abdominal distension, pruritus, dysgeusia, dizziness, tinnitus, peritonitis, dysmenorrhoea, adenomyosis, formication and hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, acne cystic, adenomyosis, ageusia, allergy to metals, amenorrhoea, amnesia, anorgasmia, anxiety, arthralgia, back pain, bipolar disorder, bleeding intermenstrual, blepharospasm, blood sodium decreased, blood urine present, breast tenderness, cardiac flutter, chronic fatigue syndrome, coital bleeding, constipation, cranial nerve disorder, cyst, depressed mood, depression, disturbance in attention, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, emotional disorder, endometriosis, epstein-barr viraemia, external ear inflammation, fatigue, feeling abnormal, feeling cold, fibromyalgia, flatulence, folliculitis, formication, gastrointestinal disorder, genital haemorrhage, hot flush, hyperhidrosis, hypertension, hypoaesthesia, hypoglycaemia, inadequate lubrication, infection, insomnia, loss of consciousness, loss of libido, lymphadenopathy, magnesium deficiency, malaise, memory impairment, menorrhagia, migraine, mood swings, multiple allergies, myalgia, nausea, neck pain, neuralgia, night sweats, obesity, ovulation pain, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, periodontitis, peripheral swelling, peritonitis, plantar fasciitis, pollakiuria, polycystic ovaries, premenstrual syndrome, pruritus, rash, tinnitus, urinary tract infection, uterine perforation, vaginal haemorrhage, vitamin d deficiency, the first episode of cystitis interstitial, the first episode of drug hypersensitivity, the first episode of menstrual disorder, bleeding breakthrough, the second episode of cystitis interstitial, the second episode of drug hypersensitivity and the second episode of menstrual disorder to be related to essure. The reporter commented: on (B)(6) 2010 and (B)(6) 2011, she had thyroid surgery for thyroid cancer. She reported that she had post birth bleeding due to episiotomy, gyn issues (app. 2006-2015), gyn issues ((B)(6) 2015 to present). In sometime in 2015, she had allergic to nickel or any other component of essure her ears would hurt, get red and swollen. Her current weight was 215 and approximate weight at the time of essure placement was 180. She had bladder instillations, meds, surgery every 1 to 1.5 years for holners ulcers (ic), tens unit, ice packs for adenomyosis, pelvic pain and interstitial cystitis. She had medications, physical therapy fibromyalgia for fibromyalgia, otc meds, catheter, procedures, hyst for lower abdominal pain (stabbing, pains, cramping), migraines/head pain. It was reported that she had mental anguish and pain suffering due to her injuries. Diagnostic results: on (B)(6) 2010, she had gyn cytology report shows that epithelial cell abnormality-squamous: asc-us, atypical squamous cells-uncertain significance. On (B)(6) 2012, she had hysterosalpingogram it shows that the right and left essure micro insert devices are in good position and appear occluded and non persistent rounded filling defects in the uterus, consistent with gas probable artifact. On (B)(6) 2013, she had ultrasound of the pelvis using transabdominal and transvaginal technique shows that transvagina1 examination was performed for closer evaluation of the adnexa the uterus measures 3.9 x 4.9 x 9.2 cm endometrial echo was 5 mm, which was within normal limits. Right ovary measures 3.5 x 2 x 2.7 cm. The left ovary measures 31 x 22 x 2.4 cm. Incidental note of a 1 cm cystic structure in the cul-de-sac posterior to the uterus. Negative sonographic examination or the pelvis as described above. On (B)(6) 2015, she had x ray of foot that had mild bunion deformity and degenerative changes of first mtp joint, unchanged from prior exam. On (B)(6) 2017, MRI examination of the cervical spine, without contrast shows that degenerative spondylosis once again demonstrated. Suggestion of at least slight interval progression, such as c5-6. Straightening of the mid/lower cervical lordosis once again seen. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-feb-2020: this is a retention case. All the information: reporter¿s information. Event ¿ left eye lid has been twitching. References details and source documents were transferred from deletion case no. (B)(4). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), cranial nerve disorder ('cranial nerve disorder'), peritonitis ('peritonitis') and multiple episodes of cystitis interstitial ('interstitial cystitis') in a 35-year-old female patient who had essure (batch no. 880438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2003, live birth in 1998, kidney stone (kidney stone removed) in 1998, thyroid cancer, depression, anxiety, gravida I, vaginal discharge, vaginitis bacterial, sleep apnea, neck injury, back injury, pap smear abnormal, non-tobacco user, myalgia, urination pain, fainting and hematuria. Previously administered products included for an unreported indication: yaz from 2008 to 2011, orthotricycle from 2008 to 2011, yasmin from 2008 to 2011 and nuva ring. Concurrent conditions included thyroid cancer (she was hospitalized from app. 2010 -2014 for thyroid cancer & migraines & bladder instillations.), occipital neuralgia and attention deficit/hyperactivity disorder. Family history included colon cancer (father), hypertension (mother, sister) and diabetes mellitus (mother, sister). Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and infection ("infection"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and memory impairment ("memory issues"), 5 months 9 days after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraines/ increased migraines") and dizziness ("dizziness"). In 2012, the patient experienced lymphadenopathy ("swollen glands"), abdominal pain lower ("severe and persistent cramping / lower abdominal pain (stabbing, pains, cramping)") and allergy to metals ("allergic to non stainless steel jewelry now / allergy to earrings/ allergy to nickel"). In 2013, the patient experienced dyspepsia ("heart burn") and periodontitis ("periodontitis"). On (B)(6) 2014, the patient experienced the first episode of menstrual disorder ("abnormal periods period stops for months"), abdominal pain upper ("severe stomach cramps with gas"), loss of libido ("loss of libido / no libido at all"), breast tenderness ("breast tenderness") and anorgasmia ("unable to orgasm / unable to orgasm now"). On (B)(6) 2014, the patient experienced the first episode of cystitis interstitial ("interstitial cystitis") and was found to have blood urine present ("blood in urine"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2015, the patient experienced depression ("aggrevated depression/ increased depression"), constipation ("constipation"), anxiety ("anxiety/ increased anxiety of current anxiety disorder/ anxiety/ mental anguish and pain"), gastrointestinal disorder ("gi (gastrointestinal) issues") and bipolar disorder ("bipolar disorder"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). In 2016, the patient experienced pruritus ("itching dry rash skin, itching at bedtime / itching"), chronic fatigue syndrome ("chronic fatigue syndrome"), epstein-barr viraemia ("epstein-barr viraemia"), formication ("skin crawlies") and hypoaesthesia ("numbness in feet and hands"). On an unknown date, the patient experienced pelvic pain ("sharp and stabbing pelvic pain"), loss of consciousness ("black outs"), urinary tract infection ("chronic utis"), vaginal haemorrhage ("constant spotting"), pain ("horrible pain/ pain"), magnesium deficiency ("magnesium deficiency"), malaise ("horribly ill person"), back pain ("chronic lower back pain"), polycystic ovaries ("pcos-systematic"), endometriosis ("posslble endometriosis"), flatulence ("gas"), fatigue ("chronic fatigue /chronic fatigue syndrome"), myalgia ("myalgia"), acne ("acne vulgaris including her behind"), obesity ("obesity"), menorrhagia ("period then was heavy, long menstrual cycles"), hot flush ("hot flash"), premenstrual syndrome ("painful horrible pms"), night sweats ("night sweats"), dyspareunia ("painful intercourse / painful sex"), pollakiuria ("frequent urination"), abdominal distension ("bloating"), cardiac flutter ("spasms fluttering"), arthralgia ("joint pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), nausea ("nausea"), dysgeusia ("metallic taste in mouth / metal taste"), paraesthesia ("tingling in extremites"), neuralgia ("nerve pain"), feeling abnormal ("brain fog - lack of concentration"), amnesia ("no memory"), panic attack ("panic attacks"), mood swings ("mood swings"), tinnitus ("ring in the ears / ringing in ear"), multiple allergies ("heightened allergies to everything including new medications"), cyst ("cyst and boils on face"), peripheral swelling ("swelling of legs and feet"), insomnia ("insomnia"), hyperhidrosis ("excessive sweating,"), feeling cold ("cold spells"), plantar fasciitis ("planters faciltls"), inadequate lubrication ("extreme dryness during sexual intercourse"), cranial nerve disorder (seriousness criterion medically significant), amenorrhoea ("period stops for months"), ovulation pain ("painful horrible ovulation"), dry skin ("dry skin"), rash ("rash skin"), folliculitis ("folliculitis"), disturbance in attention ("lack of concentration"), hypertension ("high blood pressure"), hypoglycaemia ("hypoglycemia"), the first episode of drug hypersensitivity ("allergy to medications"), peritonitis (seriousness criterion medically significant), depressed mood ("sad"), emotional disorder ("emotional"), dysmenorrhoea ("painful periods"), coital bleeding ("pain and bleeding during sex"), bleeding intermenstrual ("bleeding between periods"), acne cystic ("cystitis acne"), the second episode of menstrual disorder ("abnormal periods"), bleeding breakthrough ("breakthrough bleeding"), the second episode of cystitis interstitial (seriousness criterion medically significant), the second episode of drug hypersensitivity ("new medication allergies"), ageusia ("loss of taste (metallic)"), external ear inflammation ("her ears would hurt, get red and swollen") and blepharospasm ("left eye lid has been twitching") and was found to have blood sodium decreased ("low sodium"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amlodipine, aripiprazole, aripiprazole (abilify), ciprofloxacin, diazepam (valium), diclofenac, duloxetine hydrochloride (cymbalta), gabapentin, ibuprofen, levothyroxine sodium (levothyroxin), lorazepam, meloxicam, metformin, minocycline, olanzapine (zyprexa), omeprazole, oxybutynin, phenazopyridine hydrochloride (pyridium), pregabalin (lyrica), prochlorperazine, propranolol (propanolol), spironolactone, vitamin d nos (vitamin d), ziprasidone, and surgery (medicals, cath procedure, 2 surgical procedures on bladder., she had hysterectomy to remove the device and surgery every 1 to 1.5 years for for holners ulcers). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, loss of consciousness, urinary tract infection, vaginal haemorrhage, pain, vitamin d deficiency, magnesium deficiency, malaise, blood sodium decreased, back pain, endometriosis, dyspepsia, flatulence, constipation, abdominal pain upper, fatigue, myalgia, fibromyalgia, acne, obesity, hot flush, premenstrual syndrome, night sweats, loss of libido, pollakiuria, breast tenderness, cardiac flutter, arthralgia, pain in extremity, neck pain, nausea, paraesthesia, neuralgia, feeling abnormal, amnesia, panic attack, mood swings, chronic fatigue syndrome, multiple allergies, cyst, peripheral swelling, insomnia, hyperhidrosis, feeling cold, plantar fasciitis, inadequate lubrication, cranial nerve disorder, amenorrhoea, ovulation pain, anorgasmia, dry skin, rash, folliculitis, disturbance in attention, hypertension, hypoglycaemia, epstein-barr viraemia, lymphadenopathy, depressed mood, emotional disorder, infection, bleeding intermenstrual, the last episode of menstrual disorder, bleeding breakthrough, periodontitis, the last episode of cystitis interstitial, the last episode of drug hypersensitivity, allergy to metals, blood urine present, gastrointestinal disorder, ageusia, memory impairment, external ear inflammation and blepharospasm outcome was unknown, the depression, migraine, anxiety, abdominal pain lower and bipolar disorder had not resolved, the polycystic ovaries, dyspareunia, coital bleeding and acne cystic was resolving and the abdominal distension, pruritus, dysgeusia, dizziness, tinnitus, peritonitis, dysmenorrhoea, adenomyosis, formication and hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, acne cystic, adenomyosis, ageusia, allergy to metals, amenorrhoea, amnesia, anorgasmia, anxiety, arthralgia, back pain, bipolar disorder, bleeding intermenstrual, blepharospasm, blood sodium decreased, blood urine present, breast tenderness, cardiac flutter, chronic fatigue syndrome, coital bleeding, constipation, cranial nerve disorder, cyst, depressed mood, depression, disturbance in attention, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, emotional disorder, endometriosis, epstein-barr viraemia, external ear inflammation, fatigue, feeling abnormal, feeling cold, fibromyalgia, flatulence, folliculitis, formication, gastrointestinal disorder, genital haemorrhage, hot flush, hyperhidrosis, hypertension, hypoaesthesia, hypoglycaemia, inadequate lubrication, infection, insomnia, loss of consciousness, loss of libido, lymphadenopathy, magnesium deficiency, malaise, memory impairment, menorrhagia, migraine, mood swings, multiple allergies, myalgia, nausea, neck pain, neuralgia, night sweats, obesity, ovulation pain, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, periodontitis, peripheral swelling, peritonitis, plantar fasciitis, pollakiuria, polycystic ovaries, premenstrual syndrome, pruritus, rash, tinnitus, urinary tract infection, uterine perforation, vaginal haemorrhage, vitamin d deficiency, the first episode of cystitis interstitial, the first episode of drug hypersensitivity, the first episode of menstrual disorder, bleeding breakthrough, the second episode of cystitis interstitial, the second episode of drug hypersensitivity and the second episode of menstrual disorder to be related to essure. The reporter commented: on (B)(6) 2010 and (B)(6) 2011, she had thyroid surgery for thyroid cancer. She reported that she had post birth bleeding due to episiotomy, gyn issues (app. 2006-2015), gyn issues ((B)(6) 2015 to present). In sometime in 2015, she had allergic to nickel or any other component of essure her ears would hurt, get red and swollen. Her current weight was 215 and approximate weight at the time of essure placement was 180. She had bladder instillations, meds, surgery every 1 to 1.5 years for holners ulcers (ic), tens unit, ice packs for adenomyosis, pelvic pain and interstitial cystitis. She had medications, physical therapy fibromyalgia for fibromyalgia, otc meds, catheter, procedures, hyst for lower abdominal pain (stabbing, pains, cramping), migraines/head pain. It was reported that she had mental anguish and pain suffering due to her injuries. Diagnostic results: on (B)(6) 2010, she had gyn cytology report shows that epithelial cell abnormality-squamous: asc-us, atypical squamous cells-uncertain significance. On (B)(6) 2012, she had hysterosalpingogram it shows that the right and left essure micro insert devices are in good position and appear occluded and non persistent rounded filling defects in the uterus, consistent with gas probable artifact. On (B)(6) 2013, she had ultrasound of the pelvis using transabdominal and transvaginal technique shows that transvagina1 examination was performed for closer evaluation of the adnexa the uterus measures 3.9 x 4.9 x 9.2 cm endometrial echo was 5 mm, which was within normal limits. Right ovary measures 3.5 x 2 x 2.7 cm. The left ovary measures 31 x 22 x 2.4 cm. Incidental note of a 1 cm cystic structure in the cul-de-sac posterior to the uterus. Negative sonographic examination or the pelvis as described above. On (B)(6) 2015, she had x ray of foot that had mild bunion deformity and degenerative changes of first mtp joint, unchanged from prior exam. On (B)(6) 2017, MRI examination of the cervical spine, without contrast shows that degenerative spondylosis once again demonstrated. Suggestion of at least slight interval progression, such as c5-6. Straightening of the mid/lower cervical lordosis once again seen. Lot number: 880438 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 (FDA-2014-n·0736-2344, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Consumer was a very healthy person at the time with exception of surviving thyroid cancer, which was why she chose this so she would not get pregnant with radiation. She was a horribly ill person who could not work, could not care for her family, and could not function daily without horrible pain and side effects. Her doctors have had issues for years since essure diagnosing her with all these chronic illnesses. This is the list: vitamin d deficiency, aggravated depression, magnesium deficiency, low sodium, chronic lower back pain, chronic utis (interpreted as urinary tract infection), interstitial cystitis, pcos-systematic, doctors assuming she has got it. Possible endometriosis, heartburn, gas, constipation severe stomach cramps with gas, chronic fatigue with unexplained years researching problem, myalgia, fibromyalgia, acne vulgaris including her behind, obesity, after spending thousands of dollars on weight loss surgery. She was furious. Cramping, sharp and stabbing pelvic pain (unrelated to ic), abnormal periods, period stops for months, period then was heavy like someone stabbed her uterus, constant spotting, hot flashes, she was only 40. Painful horrible pms (interpreted as premenstrual syndrome) and ovulation, night sweats, loss of libido-horrible sex life, unable to orgasm, painful intercourse, long menstrual cycles, frequent urination, frequent urination to a point of every 15 minutes while pms, bloating and bloating. She looked like she had a 10 pound baby in there. Itching, dry, rash skin, folliculitis, breast tenderness, spasms fluttering, looked like a baby in there. Joint pain, leg pain, neck pain, chronic unexplained pelvic pain, nausea, metal taste in mouth. She thought she was crazy. Sad others have this too, her migraines have went from 2 a month to 16 plus, using a pain clinic for this too, dizziness, doctors could not find anything wrong with her, tingling in extremities. She did not have diabetes. Nerve pain, brain fog, lack of concentration, no memory, felt like she was slow and stupid. She could not work because of this. She also had anxiety and panic attacks and she did not have before essure, mood swings, they thought she was bipolar. Ringing in ears, tinnitus, black outs, she chronically hit her head too because she could not concentrate, chronic unexplained itching at bedtime. She seriously thought she had bugs. High blood pressure although she has got it under control now. Hypoglycemia, chronic fatigue syndrome, heightened allergies to everything including new medications and she has never had that problem before. Cysts, boils, in that area and her buttocks, and the face. Swelling of legs and feet, insomnia, peritonitis, no family history, swollen glands, her endocrinologist could not explain tmj, excessive sweating, cold spells with no fever, planters facittis (interpreted as plantar fasciitis). She was overweight but this did not happen until after a 50 pound difference. And, she has seen fatter people with it. No reason for her to have this. Extreme dryness during sexual intercourse. Sexual issues, it hurt. She had cranial nerve disorder. She was so sad and emotional over this whole entire mess. She was now working with a new gynecologist to go through the process of removing essure and possible hysterectomy. Product technical complaint investigation: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow up information received on (B)(6) 2016: legal claim was received; this report is considered legal case from this date forward. The plaintiff was implanted on or about (B)(6) 2011 for female sterilization; after being implanted with essure, she suffered from severe and permanent injuries. Most recent follow-up information incorporated above includes: (B)(6) 2017. Reporters added and updated patient demographics as date of birth, age, ethnicity, height and weight. Historical condition, depression, anxiety, pregnancies 1, live births 1. Historical drug included as nuva ring, yaz, yazmine, orthotricycle & alesse. Concomitant disease, family history, laboratory data were added hysterosalpingogram, concomitant drug included as depo provera. Treatment drugs included as valium suppositories, cymbalta, vitamin d, gabapentin, diclofenac, lorazepam, oxybutynin, lmitrex pills & shots, spironolactone, pyridium, levothyroxin and adderall. Suspect drug indication as permanent birth control by bilateral occlusion of the fallopian tubes and lot number as 880438. On (B)(6) 2011, she had uterine perforation, bleeding, infection. In 2012, she had allergic to non stainless steel jewelry now / allergy to earrings/ allergy to nickel. In 2016, she had epstein-barr viraemia, severe and persistent cramping / lower abdominal pain (stabbing, pains, cramping). On an unknown date, she had painful periods, pain and bleeding during sex, bleeding between periods, skin crawlies, cystitis acne, numbness in feet and hands, abnormal periods, breakthrough bleeding, periodontitis, interstitial cystitis, unable to orgasm now, new medication allergies, blood in urine, gi (gastrointestinal) issues, loss of taste (metallic), her ears would hurt, get red and swollen. Updated events itching dry rash skin, itching at bedtime / itching (previously reported as itching dry rash skin, itching at bedtime), metallic taste in mouth / metal taste (previously reported as metallic taste in mouth), ring in the ears / ringing in ear (previously reported as ring in the ears ), unable to orgasm / unable to orgasm now (previously reported as unable to orgasm), loss of libido / no libido at all (previously reported as loss of libido), anxiety/ increased anxiety of current anxiety disorder/ anxiety / mental anguish and pain (previously reported as anxiety), aggravated depression/ increased depression (previously reported as aggravated depression), chronic fatigue /chronic fatigue syndrome (previously reported as chronic fatigue), horrible pain/ pain (previously reported as horrible pain). Outcome updated of event pcos-systematic, painful intercourse are recovering (previously reported as unknown). Outcome of events metallic taste in mouth, dizziness, itching, bloating, metallic taste in mouth / metal taste, peritonitis, ring in the ears / ringing in ear, skin crawlies, outcome as recovered (previously reported as unknown). Outcome of event migraines/ increased migraines, anxiety/ increased anxiety of current anxiety disorder/ anxiety/ mental anguish and pain was not recovered (previously reported as unknown). In (B)(6) 2016, she had removed essure device (previously reported as dose not changed). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.